Manufacturer narrative:
Submit date: 08/31/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that both the main board component and the plastic case is burnt.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿mainboard component burnt and plastic case burnt.¿ the unit was triaged and the customer¿s reported condition was confirmed. A visual inspection revealed a small burnt hole on the rear housing. The unit was disassembled and it was noticed that c143 had been burnt along with the surrounding components. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.